Manufacturer narrative:
Continuation of d10: product ID: 2af283, product type: balloon catheter; product ID: 2ach20, product type: mapping catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, fluid ingress occurred in the system during the last pulmonary vein ablation. Parallel to this, st elevations were observed in the area of the right coronary artery, and medical intervention was performed for stabilization. The balloon catheter was replaced to resolve the fluid ingress. The procedure was completed and the patient was discharged normally. No further patient complications have been reported as a result of this event.